Event description:
It was reported that the patient¿s lead was replaced due to lead migration. Reportedly, patient had 3 lead revisions due either migration, fracture or reason unknown (related manufacturer reference number: 1627487-2025-02005, 1627487-2025-02006).

Manufacturer narrative:
Date of event is estimated. Patient¿s weight is estimated. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The UDI could not be provided because this device was manufactured prior to being assigned an UDI number. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received. Records indicates that there are filings under both device product code/ PMA numbers: gzb/p010032 and lgw/p010032.